Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a keypad anomaly and a button error alarm. Customer stated that they had a problem with the up arrow and act buttons. Customer stated that the insulin pump may have been pressed for longer than three minutes because the customer wears the insulin pump in his pocket. Customer's blood glucose reading at the time of the call was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded arrow up and act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.